Event description:
It was reported that the left ventricular (lv) lead had "wear" and blood within the insulation. The physician used a repair kit on the lv lead and the lv lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.